Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned. Resistance testing found the lead was not electrically continuous. Detailed analysis and x- ray confirmed that the outer conductor coil was deformed and there was a break approximately 280 mm from the terminal pin. The fracture occurred near the clavicle region of the lead likely due to high stress, which confirmed the allegation of lead fracture.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted and replaced due to alleged fracture. No further details were known, but the lead was returned for analysis. No adverse patient effects were reported.